Event description:
The customer alleged a failing bicarbonate (co2) result on a cap survey sample run on a cobas integra 800 analyzer. The customer's result was 13 mmol/l and cap's acceptable range was 17-26 mmol/l. The customer stated that the survey was run sometime in the middle of (B)(6) 2010, but was unable to supply an exact date. No patient samples were involved in the event and no serious adverse event was reported. The bicarbonate reagent lot number was either 63188301 or 61747701. The field service representative was unable to reproduce the customer's observation. He performed instrument checks and performance tests, including precision checks with two levels of control materials. The results were within specifications. Calibration history and quality control history were also reviewed and found to be good.